Event description:
It was reported that a catheter related issue occurred and resulted in a patient complication. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During the procedure, the physician experienced a loss of image and noted a gentle flush. The patient then developed complete heart block and became unstable. Air embolism was noted, and the physician stated that an air bubble caused the heart block. The ivus catheter was removed, and glyceryl trinitrate (gtn) was administered. The patients condition resolved within 5 to 10 minutes. The procedure was discontinued due to the patients instability. The patient is expected to fully recover.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.